Event description:
Customer stated that after the doctor placed the bravo capsule, the delivery sys failed to detach. The doctor went ahead and disassembled the delivery sys. The doctor used the endoscope to remove the capsule from inside the patient. The patient was not harmed and another bravo capsule was placed successfully.

Manufacturer narrative:
No patient injury has occurred following this incident.